Manufacturer narrative:
Method: it was reported that the device is not available for an evaluation and investigation, therefore no testing methods can be performed. The device history record (DHR) is currently in progress for the lot number provided. Results: as no device was available for an evaluation no methods were performed; therefore results cannot be obtained. Conclusions: the device was discarded by the end user, therefore we are unable to determine cause of incident. Further investigations are on-going with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report per the directions for use homepump c-series (B)(4).

Event description:
Drug/diluent: 5fu and 20.66 mg/ml nacl. Fill volume: 244ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port. (Please reference 2026095-2014-00041/14-00243 (a), 2026095-2014-00042/14-00243 (b), and 2026095-2014-00044/14-00244). Pharmacist reported four incidents of fast infusion with the use of the homepump for three individual patient's. (Each incident for each patient will be capture on separate MDR's). Patient #3: male patient. Pump was hooked up on (B)(6) 2014, filled to 244 ml's with 5fu. Compounded on (B)(6) 2014. Infusion finished too early. 2026095-2014-00043/14-00243 (c). Additional information received (B)(6) 2014 per the pharmacist: as reported no patient injury or medical intervention required. No adverse signs or symptoms. Patient's current condition is reported as, "fine". The device was not saved for return. Devices were discarded. (Infusion preparation) - clarification of time and dates was received as follows: date/time infusion start: (B)(6) at 12:22 pm. Date/time infusion stop: unknown. Date incident/defect noticed: (B)(6) (no time provided).